Event description:
.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Account will not release device; pictures were taken and reviewed additional information received on 1/25/2012: the quality risk management director (qrmd) at the hospital advised that the patient was very sick prior to this procedure and that the patient is doing fine now. The qrmd indicated the patient was being treated for lung cancer and remains in ICU. She indicated the hospital policy is not to release the device even for a non destructive analysis. She was not informed as to why the tl90 was utilized on the pulmonary vein. She did not have the patient's medical record in front of her and does not know if chemo or radiation had been delivered prior to the surgery. Additional information received on 2/13/2012: on what tissue type was the device used? Lung parenchyma. At what location on the tissue? Upper lobe of right lung. Where in the green zone was the device fired? Around 2.4? Tl90. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Where was the location of the malformed staples - on the ends or in the middle of the staple line? It seemed to be the entire staple line; staples were deployed but not formed. Were the staple legs unformed or did they have irregular shapes? Unformed. Was there a recent conversion to ees devices in this account or with this surgeon? No, has been using ees products for years and has been using tl90 for years. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Ees field quality engineer (fqe) reviewed the pictures and provided the following comments: the pictures reviewed provided no insight to what may have happened in this case. The pictures show a used device that appears to be fully open per the indicator scale, with the tissue retaining pin all the way back and the safety not reset. Fqe noted that the safety was not reset which is not in keeping with the instructions for use. If it was not the first firing, then the device may not have been reloaded before the subject firing. Based on the event description and the pictures of the subject device, it is the opinion of the fqe that the combination of selecting a device not indicated for this procedural step, not following appropriate instruction for use steps and not taking proper precautions led to this event. Per the instructions for use (IFU) only the tl30v device within the tl family of devices is indicated for use on vascular structures. Reference: under indications; "the proximate reloadable vascular linear stapler has application for use on internal tissue that can easily be compressed to 1.0 mm in thickness. The staplers may also be used to ligate pulmonary vessels." Per the IFU, the device should be removed and the staple lines inspected prior to transection. Under instructions for use, 5b, third note: "when dividing anatomical structures, it is mandatory to adhere to the basic surgical principle of proximal and distal control. Failure to fire the device, or incomplete firing of the device, and then proceeding to divide the structure may lead to catastrophic bleeding. For this reason, inspect the staple line by releasing the device prior to dividing the structure. An alternative approach is to place a vascular clamp across the structure prior to dividing." Under warnings and precautions; "when dividing anatomical structures, it is mandatory to adhere to the basic surgical principle of proximal and distal control. Failure to fire the device, or incomplete firing of the device, and then proceeding to divide the structure may lead to catastrophic bleeding. For this reason, inspect the staple line by releasing the device prior to dividing the structure. An alternative approach is to place a vascular clamp across the structure prior to dividing."

Manufacturer narrative:
(B)(4). Based on additional information received and provided, ees fqe provided a revised analysis. Additional information: the procedure was a middle lobectomy. [Surgeon] said that he had already removed the middle lobe and was taking a segment of the upper right lobe. It was the first and only firing with the tl90. He fired it on what he called lung parenchyma. The device was only fired once. The staples deployed but did not form a b shape. Ees field quality engineer (fqe) reviewed the pictures and provided the following comments: the pictures reviewed provided no insight to what may have happened in this case. The pictures show a used device that appears to be fully open per the indicator scale, with the tissue retaining pin all the way back and the safety not reset. Fqe speculated that this state was not that of the device during firing. Comments: fqe noted that the safety was not reset which is not in keeping with the instructions for use. Fqe assumes that the event occurred on the first firing. If it was not the first firing, then the device may not have been reloaded before the subject firing. The only potential cause fqe can provide, based on the information provided, is as follows: the event information states the device was set at the 2.4mm gap setting scale which is at almost the largest staple you can form (largest is 2.5mm). Fqe speculated that the tissue may or may not have been at specification limits. Fqe speculated that the firing stroke may not have been completed enough to be latched in fully fired position. Based on the information and speculations above, if fqe had to provide a potential root cause, it would be an interaction between the tissue thickness and gap setting being barely in the firing zone, producing staples that were only partially formed, if formed at all. Conclusion: based on the event description, follow up information and the pictures of the subject device, it is the opinion of the fqe that the combination of tissue thickness and gap setting selection may have resulted in incomplete staple formation. It should be noted that this is purely speculation based on the information provided.

Event description:
It was reported that during a right middle lobectomy procedure, on the first firing, the surgeon placed the device on the pulmonary vein, fired the device and the staples never closed. There was approximately 1500cc of blood loss. The patient was given three units of blood in the or. The patient was transferred to the intensive care unit and is still intubated. Another device and suture were used to complete the procedure.